Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Communication/interviews: at this time, the customer cancelled their request for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) conversed with the customer and was advised that a loose luer fitting was discovered. The safety disk leak test, as well as testing of the unit with test balloon and extender was performed. Additionally, the unit pumped for 30 minutes. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. The full event site name is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) safety disk failed leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.